Event description:
Same case as MDR ID# 2134265-2015-02740 and 2134265-2015-02811. Reportable based on device analysis completed on 19-april-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). Following predilation, a 2.75x28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician tried with a 2.75x20mm promus element ¿ stent, a 2.75x12mm promus element ¿ stent and then a 2.50x16mm promus element ¿ stent; however, all four stents failed to cross the lesion. Simultaneously, two 2.5mm non-bsc stents were taken which also failed to cross the lesion. Finally, the physician took an nc balloon catheter to dilate the lesion and completed the procedure with another two promus element ¿ stents which were deployed in the rca. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 243mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that this damage occurred during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).